Event description:
After 3+ months of implantation, it was reported that during a follow-up interrogation induction testing was performed and following the testing a message ocurred stating, "recet memory corrupt, 6 warnings. Reset all cases, 26 warnings." No abnormal operation of the device was observed. The device remains implanted at this time, the pt and expertise files are being reviewed by the manufacturer, ela medical, for a recommendation.

Event description:
After 3+ months of implantation, it was reported that during a follow-up interrogation induction testing was performed and following the testing a message occurred stating, "reset memory corrupt, 6 warnings, reset all cases, 26 warnings." No abnormal operation of the device was observed. The device remains implanted at this time, the patient and expertise files are being reviewed by the manufacturer for a recomendation.